Event description:
Primary stability not achieved, implant wasn't completely covered with bone, smoker, complication in site preparation (soft bone structure), inadequate bone quality/quantity, mobility. An implant pf 5.0 has been placed successfully.